Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller tested 7.8 inr, 3.8 inr, and 3.4 inr on the coaguchek xs system. No actions taken based on device results. No adverse event reported. Requested return of suspect system.